Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet bionic pancreas experienced recurrent nocturnal hypoglycemia and requested assistance adjusting glucose targets; education and troubleshooting were provided, and an appointment was arranged for further assessment. Symptoms included low blood glucose with associated anxiety. Outcomes included self-treatment with oral glucose. Investigation included user interview, review of use patterns, and provision of education regarding target adjustments and hypoglycemia management. Investigation of this case revealed no confirmed device malfunction and no identified component failure, with the event characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.